Manufacturer narrative:
.

Event description:
It was reported that the inactive blade on the instrument was dislocated. The instrument is inside its original package and was unused. There was no patient consequence.